Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up of an asymptomatic patient, noise was observed on the atrial lead. Other electrical values were normal and the noise could not be reproduced. On (B)(6) 2015, the patient had fallen; it was noted that the patient was receiving treatment for an unrelated breathing issue. No intervention was performed and the patient would continue to be monitored.